Manufacturer narrative:
Product complaint # (B)(4). Batch # r58v7h. Investigation summary: the analysis found that one ec60a device was returned with the closing trigger and anvil in closed position and with release button broken, with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired. No functional test was performed due the condition of the device. Although no conclusion could be reach on what caused the damage to the button, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipping.the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the jaw of the stapler was locked, the steps were taken to unlock it and the jaw was not opened, they had to pull it closed with tissue inside the jaw. The patient did not bleed or there was no injury when the surgeon removed the tissue with the jaw of the device. Another stapler was used to close the hole that left the jaw of the stapler reported procedure: left uniportal vats plus lower left lobectomy plus intercostal block plus placement of the thoracic tube plus mediastinal lymphadenectomy.